Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective expiration valve and check valve assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Tightness test was would not pass, I could hear the leak, tried another expiratory valve and still the leak, replaced expiratory valve assembly and leak is gone, tightness passes. Service software and function check pass. From:161265:01:h15440121 to msp161265:01:h22160049. Release valve defective was showing on the vent, it did go away when expiatory valve was replaced but the check valve did fail during testing so I thought it best to replace it. Once replaced no issues. Service software and function check all pass. From:161192:00:1536 to msp161192:04:2031.